Event description:
It was reported that a lumenis slimline 550ez fiber broke during use causing a burn to a nurse's uniform. It was further reported that the break caused no harm to the nurse and only a small burn to the gown. It was further reported that the case was completed with another of the same device with no patient adverse outcome.

Manufacturer narrative:
A visual inspection of the returned subject device by lumenis technical specialist confirmed the root cause for the reported event to be improper handling of the fiber without patient contact either during the clinical procedure or unpacking/preparation in contradiction to the dfu.